Manufacturer narrative:
It was originally reported that during the case, the patient's blood pressure dropped and ultrasound confirmed a pericardial effusion. A pericardiocentesis was performed and the patient was sent to the intensive care unit. Additional information was received on 09/19/2013. New information received included that close to the end of the premature ventricular contraction ablation procedure there was a drop in patient¿s blood pressure. The physician confirmed a pericardial effusion with intracardiac ultrasound and performed a pericardiocentesis. 450ccs of blood were auto-transfused back to the patient via femoral venous sheath. The patient was stabilized with and transferred to the intensive care unit overnight. The patient was an (B)(6) female who weighed (B)(6). (B)(4).

Event description:
It was reported that during an idiopathic ventricular tachycardia procedure, the patient's blood pressure dropped. Ultrasound confirmed a small to medium pericardial effusion. A pericardiocentesis was performed and the patient was sent to ICU. Follow-up attempts to obtain additional information have been made; however, not response has been received at this time. Any additional information received will be submitted in a supplemental report. This event is reportable due to the serious injury that occurred during the procedure.

Manufacturer narrative:
Product involved in this event has been disposed of, therefore, no product analysis could be conducted. The product lot number was not provided by the customer therefore DHR review could not be completed. Concomitant products: carto 3 system, us catalog# fg540000, serial# (B)(4). Stockert 70 system, us catalog# s7001, serial# (B)(4). Coolflow pump. Us catalog# cfp002, serial# (B)(4).